Event description:
Implants were being opened and passed onto sterile field. When tibial baseplate was opened on field, debris was seen on product. Surgeon went ahead and cemented femoral component and patella and waited for replacement baseplate to be taken to hosp (one hr). New baseplate arrived and new cement was mixed and product implanted.